Manufacturer narrative:
Corrected data: a4 - patient weight.

Event description:
It was reported that the patient underwent an unrelated surgery without placing the ipg into surgery mode. As such, the patient was unable to communicate with the ipg following the unrelated surgery. Troubleshooting was unable to address the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is unknown. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information.